Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication between a dexcom g7 sensor and the ilet pump, with signal loss limited to the pump while readings remained visible in the dexcom app; later confirmed restored sensor data on the pump after toggling settings and repairing the sensor connection, consistent with an interoperability issue involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem identified with intermittent communication failure associated with the antenna within the electrical and magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.